Event description:
It was reported the patient experienced a shocking sensation at their ins site and turned their stimulation off. The shocking sensation continued even when the stimulation was off. The impedances were all green. The physician attributed the shocking sensation to the patient's tissue healing process. Product management said it is not possible for shocking sensation to occur when the device is off. The patient turned their stimulation back on to see if it helped, but they had their device explanted on (B)(6) 2025. The patient also said they did not see any benefit in therapy even when the device was turned on. The patient reported no shocking post-explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6 and e1 field. The returned neurostimulator and tined lead was analyzed. This investigation is assigned a most probable conclusion code of 'no problem detected'. This conclusion was selected because the reason for undesired sensation and over stimulation could not be substantiated during functional testing and no other fault conditions were identified. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues.

Manufacturer narrative:
Product code (d2b) - additional product code qon.premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.UDI for concomitant product, tined lead: (B)(4) al1nc32038

Event description:
It was reported the patient experienced a shocking sensation at their ins site and turned their stimulation off. The shocking sensation continued even when the stimulation was off. The impedances were all green. The physician attributed the shocking sensation to the patient's tissue healing process, as the manufacturer's product management team reported that it is not possible for a shocking sensation to occur when the device is off. The patient turned their stimulation back on to see if it helped. The patient also said they did not see any benefit in therapy even when the device was turned on. The patient's device was explanted on (B)(6) 2025. The patient reported no shocking post-explant.

Manufacturer narrative:
Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced a shocking sensation at their ins site and turned their stimulation off. The shocking sensation continued even when the stimulation was off. The impedances were all green. The physician attributed the shocking sensation to the patient's tissue healing process, as the manufacturer's product management team reported that it is not possible for a shocking sensation to occur when the device is off. The patient turned their stimulation back on to see if it helped. The patient also said they did not see any benefit in therapy even when the device was turned on. The patient's device was explanted on 25aug2025. The patient reported no shocking post-explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient experienced a shocking sensation at their ins site and turned their stimulation off. The shocking sensation continued even when the stimulation was off. The impedances were all green. The physician attributed the shocking sensation to the patient's tissue healing process. Product management said it is not possible for shocking sensation to occur when the device is off. The patient turned their stimulation back on to see if it helped, but they had their device explanted on (B)(6) 2025. The patient also said they did not see any benefit in therapy even when the device was turned on. The patient reported no shocking post-explant.